Event description:
According to available information, this device required replacement due to balloon burst. The balloon burst when inflated to 15 ml as advised but provider found that the balloon was only able to be inflated to 7 ml when tried on other devices. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.